Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5013475, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 356272, model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a revision procedure wherein leads and ipg were relocated. The patient was doing well postoperatively.